Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), breaking the orange and black wires within the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.